Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the vessel sealing device's shaft broke in the joint. A piece of the device disengaged not into patient's cavity and was retrieved. There was no patient injury.

Manufacturer narrative:
Evaluation summary: two device samples were received for evaluation. This devices had not been used in the treatment or diagnosis of the patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The investigation found the both returned devices were not the incident device. Both were unused and still in the package. Both devices activated normally on a saline soaked cloth. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.